Event description:
Reportedly, the surgeon loaded and fired the clip but it scissored the vein unexpectedly. Another device was used to complete the procedure. Procedure type: vein salvaging. Patient sex: unk.